Event description:
It was reportged by the dentist that as he was raising the chairback up to the exit position that he heard a cracking sound. Upon further investigation he found that the chair back had cracked at the lift or pusher mechanism at the base of the chair back. This event did not occur during the dental procedure but during the exiting or raising of the pt back to the upright position. The office did not report any injury as a result of this incident.